Event description:
It was reported that there was a lead warning/polarity switch noted that occurred the day after implant. It was also reported that there was a high threshold observed from ventricular capture management. Threshold in the v was 4v @1.5ms in unipolar. Impedance was 729 ohms. Threshold in bipolar was 3v @1.5ms with an impedance of 841 ohms. Lifetime minimum impedance was 576; lifetime maximum was 1,891. The physician did an x-ray and said there was no shift or movement in the lead position. It was also reported that the patient had syncopal episodes that most likely occurred with loss of capture on the right ventricular (rv) lead. Syncopal episodes and has passed out. After consulting with technical services the device was temporarily reprogrammed to bipolar pacing until the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, (B)(6) 2014. (B)(4).